Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was "higher" which was addressed by administering a manual injection. Customers blood glucose level was 161 mg/dl at time of call. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.